Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels of 500 mg/dl. The customer reported getting treatment for the high blood glucose levels. The customer also reported having difficulty removing the battery cap on the insulin pump. Troubleshooting was done. The customer was able to remove the battery cap from the insulin pump. The customer was advised to monitor the insulin pump. No additional information is provided.